Manufacturer narrative:
(B)(6).

Event description:
It was reported that the device had an error code 1122 (cbit) check vent: blower temperature high. It was reported that the device was in use at the time of the event. There was no patient or user harm reported. The customer reported that the device had a blower temperature high error message. The remote service engineer recommended checking and replacing the turbine.

Manufacturer narrative:
It was reported that there was no patient involvement when the issue occurred. No patient or user harm reported.

Manufacturer narrative:
The customer reported that the device had a blower temperature high error message. The remote service engineer (rse) recommended checking and replacing the turbine. A field service engineer (fse) then went on site and confirmed the reported problem. It was reported that when the device was turned on, the noise was very large. The fse replaced the turbine to resolve the issue. Testing was performed, and the device was returned to service.